Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. Patient has bee running tonic simulation. It is unknown if the battery prematurely depleted. As a result, surgical intervention is anticipated in the near future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.